Event description:
The user facility reported that water was leaking from the system 1e water supply line. User facility personnel shut off the water supply and no injuries, procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the brass fitting on the big blue filter housing outlet connection had broke, allowing water to leak. The technician repaired the hose connection, replaced the fitting, and confirmed the unit was operational. Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#3000251274-7/10/2012-001-c).